Manufacturer narrative:
A2: date of birth: year born- 1942. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rcis lead technologist. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the involved 8 fr angio-seal device was used post procedure, to close up the right femoral artery. When deploying the angio-seal, no suture came out of device. Manual compression was started. The doctor opened the casing and stated that the suture was very brittle and broke at the touch. After manual compression was completed, hemostasis was obtained. Patient was in stable condition and discharged. Day after discharge, patient called back for a follow up. The patient stated that they were doing well and didn't have any complaints. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. The procedure outcome was successfully.